Event description:
It is reported that end-user who has used product since (B)(6) 2013, developed a "pimpled-like rash" on (B)(6) 2013 located under the tape coller in scattered areas. End-user states that she visited a wound care clinic and was seen by a wound care nurse who prescribed an anti-fungal steroid combination gel. End-user was also seen by a medical doctor who prescribed an oral dose of fluconazole to be taken for 10 days, which she has completed taking, however, rash showed minimal signs of improvement.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated she cleanses her skin with water in the shower, dries her skin well, applies medicated gel, allows the area to air dry and then applies her wafer. The end user was educated on proper skin care and cleansing techniques. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. A return sample for eval is not expected.